Event description:
While treating a cancer patient on (B)(6) 2014 with the varian true beam linear accelerator serial number (B)(4), a patient treatment was not recorded or documented that a field was treated in the record and verify system. This would have allowed for a patient to be treated a second time receiving a double dose to the affected area. Specifically, the patient was treated with the lateral field first; however, once the field monitor units were completed, the computer acted as if the field had not been treated, in other words, no treatment was recorded. Because the therapies knew and witnessed the treatment, the patient was not treated to that field a second time. This fault did not occur for the rest of the day. Varian, the manufacturer of the true beam was contacted on (B)(6) 2014; the company determined the following and made the recommendations: in the preliminary investigation we have identified the following and below is a draft explanted of the root cause and the proposed workaround. Preliminary root cause - the action of going from the fields tab (dry run) to the activity notes tab too quickly can result in the treatment application not exiting dry run mode. The control console did exit dry run mode and allow the beam to be delivered. Once the beam has been delivered and the user selects preview they will need to click done to exit dry run mode. Since the beam is delivered while treatment application is in dry run mode the mu are not recorded. Workaround - if during the patient set up the therapist utilize the fields tab (dry run mode) instead of exiting dry run mode inside the room have them remain on the fields lab (which keeps them in dry run mode). When they exit the room they will need to click done to exit dry run mode. This will ensure both the treatment application and control console are both out of dry run mode prior to turning the beam on. In summary, we are following the manufacturer recommendations and have not had another occurrence of the fault. Please reference report # mw5037771.